Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating as well as remaining static for an extended period of time despite routine pump usage and not being plugged in to charge. Additionally, a temperature alarm occurred while the pump was within normal temperature conditions. The customer's blood glucose (bg) was 103 mg/dl. Although requested, the customer declined to troubleshoot the issues with tandem technical support.